Manufacturer narrative:
The end user suffered an unrelated medical event while operating the power wheelchair outdoors. The end user was not wearing the seat belt. Hoveround's owner's manual warns "stop using your power wheelchair immediately, and call for assistance if: your condition changes in any way that prevents your from operating your power wheelchair safely," and "[t]o avoid serious injury or death: [a]ways use the seat belt."

Event description:
While operating the power wheelchair outdoors, the end user suffered a seizure and fell.